Event description:
Medical record reviewed 7-12-99. Pt in operating room for revision of left upper arm arteriovenous goretex shunt with thrombectomy. Per operating room records, "bovie pad intact; bovie machine setting coag 20 and cut 20; skin edge left upper arm burned 1.5 cm." Bovie pencil remained active while button was not being pressed. Unable to determine exact lot number from packaging. Submitting 4 lot numbers for review.